Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement test. However, the insulin pump was received stuck in a loop for the motor error during a bolus or basal delivery. No motor encoder position error alarm could be confirmed due to an erased history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with a cracked case at the display window corners, cracked battery tube threads and minor scratches on the display window.

Event description:
It was reported that the insulin pump alarmed motor error during a priming attempt. The blood glucose reading was 376 mg/dl. No significant events leading to the alarm were observed. The customer stated that he was sleeping and just woke up to change the insulin pump. Advised discontinuation of the insulin pump. Nothing further reported.